Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the implantable cardioverter defibrillator (ICD) exhibited loss of radiofrequency (rf) telemetry. An ICD reset was performed, and the rf telemetry was restored. There were no patient consequences.